Event description:
During the procedure, one of the inflatable bone tamps came in contact with the bone cement. Upon deflation, the treating physician noted that the inflatable portion was adhered to the bone cement. Upon removal of the inflatable bone tamp from the vertrbral body, the tip of the tamp broke free and remained in the vertebral body. There was no attempt made to remove the fragment and there is no apparent injury. The procedure was completed without further complication. Postoperatively, the pt is doing well.